Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the failure to open/resistance was not determined. Resistance was in the distal section of the catheter. There was no damage to the pipeline pushwire observed.

Manufacturer narrative:
Product analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipeline's failed to open in the distal section and the marksman catheter was kinked. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm located in the left c7 segment with a max diameter of 7 mm and a 5 mm neck diameter. Landing zone: distal: 3.0 mm and proximal 4.35 mm. The accessed vessel was the femoral artery with a diameter of 9.5 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The pru level met the standard. The angiography result post procedure showed blood flow unobstructed and the retention in the aneurysm was obvious. It was reported that during the pipeline stent deployment process, the distal end could not be opened. The middle and rear ends were opened, but the front end still could not be opened. After many attempts, it still could not be opened, and the stent microcatheter could not be retrieved. Therefore, withdrew together. After replacing the new product, the operation was successfullycompleted. It was reported that two pipeline's failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were additional steps or devices required to open the pipeline specifically, a wire/catheter. The pipeline was removed from the patient by resheathing and removing with the microcatheter. It was reported the front end of the catheter was slightly kinked when it was taken out, and the surgeon was afraid that it would affect the subsequent deployment. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.